Event description:
It was reported that the customer had a physical damage on the insulin pump. The customer's blood glucose level was 316 mg/dl. The custoner stated that their is a piece broke off by the reservoir. The customer was advised to discontinued the use of the insulin pump and revert to backup plan. The customer was advised that the insulin pump will be replaced. No further information was reported.

Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube, broken battery tube threads and cracked lcd window at the upper right corner.